Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that they are unable to exit the preparing to prime loop. The customer's blood glucose level was unknown at the time of incident. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. Advised customer that the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken off end cap. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime or fill anomaly due to broken off end cap.